Event description:
The following info was reported to kci by the kci rep: the pt stated that a skin graft failed allegedly due to defective canisters. On (B)(6) 2013, kci received the patient's medical records which stated: on (B)(6) 2013, post -operative day 10 excisional debridement of the left lower extremity wound (to the tendon), reverse-flow lateral fasciocutaneous flap, split-thickness skin graft, it was noted that the flap was 100% viable and "looks great." The distal skin graft was noted as healed; however, the proximal skin graft "sloughed off." On (B)(6) 2013, post- operative day 12, it was noted that the flap was "doing great and pretty much healed in; however, the skin graft has sloughed off." On (B)(6) 2013, the patient underwent an excisional debridement, a second split-thickness skin graft placement, and v.a.c. Therapy was re-applied.

Manufacturer narrative:
On (B)(6) 2013, the patient underwent an excisional debridement of the left lower extremity wound (to the tendon), reverse-flow lateral fasciocutaneous flap, split-thickness skin graft, and v.a.c. Therapy was applied. On (B)(6) 2013, post operative day 5, the skin graft was noted as 100% adherent and the flap is 100% viable. The patient continued to receive v.a.c. Therapy. On (B)(6)2013, post operative day 10, it was documented that the flap was 100% viable and "looks great." The distal skin graft was noted had healed; however, the proximal skin graft "sloughed off." The physician attributed it secondary to the fact that the patient "is moving her toes and she didn't allow the skin graft to heal." On (B)(6) 2013, the physician noted that "the patient's negative wound pressure therapy device did not properly function. For that reason, her split-thickness skin graft was lost." The patient continued to received v.a.c. Therapy. Based on the add'l info obtained regarding the device, it cannot be determined if the alleged event is related to v.a.c. Therapy. On (B)(6) 2013, the physician attributed the graft failure to the patient. On (B)(6) 2013, the physician alleged the skin graft failure was related to v.a.c. Therapy. Device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.